Manufacturer narrative:
The analysis will be submitted after completion under MFR report number 2183959-2019-66661.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the reason for revision was unclear. The patient outcome was reported to be all okay. A duplicate report to MFR report number 2183959-2019-66661.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the reason for revision was unclear. The patient outcome was reported to be all okay.